Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the video connector socket was damaged due to the applying excessive stress to the video connector socket. Therefore, olympus (B)(4) surmised that due to the damaged video connector socket, the loosening of the connection between the subject device and the endoscope occurred as reported. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china, omsc considered that there was the possibility that this phenomenon was attributed to the breakage of the video connector socket, which might be caused by the applying excessive external force to the video connector socket, or the aging degradation of the video connector socket because approximately five years had been passed from the subject device had been manufactured. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified procedure with the subject device, it was found that the video connector socket of the subject device was loosened. The user facility completed the procedure using the subject device. There was no report of patient injury associated with this event.